Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg 300-400s mg/dl); cause was possibly due to ¿bad¿ insulin. Infusion set site, cartridge and vial of insulin were changed. A correction bolus and manual injections were administered to address bg. Ketones were present and customer was vomiting. Customer ¿felt really low¿. Customer went to the emergency room on (B)(6) 2019; bg was 387 mg/dl. Customer was admitted to the hospital for elevated bg/diabetic ketoacidosis (dka). Intravenous fluids and manual injections were administered. Bg/dka were resolved with no permanent damage. Tandem technical support performed a pump system check and pump was found to be functioning properly. Upon discharge ((B)(6) 2019), pump therapy was resumed and bg elevated to 300 mg/dl. Corrective bolus was not effective; insulin injection lowered bg. Contact alleged pump was not delivering insulin. Customer reverted to using manual injections for insulin therapy.